Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for clinic check the day after the procedure, the right atrial (ra) lead was found to be dislodged pacing the phrenic nerve. The sensitivity of p waves also noted be decreased. The dislodgement was confirmed with x-ray and programmer testing. The lead was explanted and replaced. The patient was stable.